Event description:
It was reported that the caller experienced a malfunction while charging the pump, which felt hot. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the pump reset information and assisted the caller with resetting the pump, after which the same malfunction code did not recur. The customer was advised to continue using the pump and call back if any malfunction code recurs, which the caller acknowledged and understood.